Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI #: (B)(4). Conclusion summary: on (B)(6) 2019, it was reported that the unit would not feed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on may 31, 2019 revealed that the roller was damaged where the ratchet slides onto it causing the ratchet to not engage on the roller. The device was within calibration specifications and produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 31, 2019 which included replacement of the roller and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the roller was damaged where the ratchet slide onto causing the ratchet to not engage onto the roller. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the roller was damaged where the ratchet slide onto causing the ratchet to not engage onto the roller. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the unit would not feed. The event occurred during testing. There was no harm and delay in the event. No adverse events were reported as a result of this malfunction.